Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog number 75447545 and 510k# k042025 is approved for sale in us. Product analysis :the hex edges of the mas screw are stripped. This is consistent with overload.

Event description:
It was reported that patient underwent posterior lumbar inter-body fusion surgery at l4-l5. During surgery, left l5 screw was re-inserted three times and when a surgeon inserted the screw third time, the surgeon was not able to connect a screw driver straight to the screw. Off-axis of the screw was observed in the third attempt of insertion. Same new product was opened and used at the surgery. No patient complications were reported.

Manufacturer narrative:
Product analysis: functional evaluation with associated drivers and sample driver did not identify functional issue with respect to driver engagement into the mas bone screw head.